Manufacturer narrative:
Section d4: corrected primary unique device identifier number.

Event description:
It was reported by the customer that a pyxis medstation es system unexpectedly powered-off during critical patient care time. Customer stated that they had to rely on alternative means of acquiring medication with an approximate delay of 20 minutes. The customer added that the patient required post operation pain and nausea medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident a power failure event was identified in the device's logs. A field service engineer installed pending operating system updates, reseated all drawer connections, and replaced the station's hard drive to resolve. Customer monitored and confirmed no further issues were observed. The system functioned as intended.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 12-oct-2021 to 12-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system unexpectedly powered off during critical patient care time. The field service engineer commenced a systematic reboot. A windows update was performed, which lasted approximately 15 minutes, followed by a second reboot during which another windows update was installed. The station was rebooted two additional times without any further windows updates. Subsequently, the field service engineer replaced the battery and ensured all connections in the e-drawer were properly seated. Additionally, the power cord was switched to a different outlet due to a slight looseness to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that the bd pyxis medstation es system unexpectedly powered off during critical patient care time. Customer stated that patient care was impacted because they had to use secondary means to obtain medication with an approximate delay of 20 minutes. The customer added that the patient required post operation pain and nausea medication. There were no adverse events or injuries reported based on this incident.